Event description:
It was reported that during an esophagectomy procedure, the clips would not advance. The surgeon fully squeezed the trigger but no clip would advance. He used a second device which dysfunction the same way. The surgeon used a third device to perform the procedure, without further consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Three attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Which firing of the device did this event occur on? What vessel or structure was the device fired on at the time of the event? Was the clip fully advanced into the jaws prior to firing? Was there any torquing or twisting of the device present at the time of firing? Was any unexpected resistance felt while firing the trigger? Were any unexpected noises heard? If so, when? Did anything unexpected happen prior to this incident? Was the device fired after this incident in or out of the patient? The analysis results found that device (a) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The analysis results found that device (b) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing, the device fed and properly formed five clips and then, the tip of the advancer slid toward tissue stop causing a malformed clip. The device locked out as intended. In order to evaluate the condition of the device's internal components, the device was disassembled. Upon disassembling, flash on feed bar was noted; however, this condition is unrelated with the event reported. It could not be determined what may have caused the found feeding issues. No incident related to the reported event was observed during the batch record review.